Event description:
The complainant reported that the patient underwent percutaneous cardiopulmonary support and percutaneous coronary intervention under intra-aortic balloon pumping for acute myocardial infarction, including left main coronary artery disease. Due to worsening heart failure, support was escalated to an impella device. The patient subsequently stabilized, and the percutaneous cardiopulmonary support device was weaned. During impella weaning, concomitant mitral regurgitation was identified. Hemodynamic assessment was performed using a pulmonary artery catheter while adjusting the impella flow rate. A decrease in impella flow resulted in worsening mitral regurgitation and increased pulmonary artery wedge pressure. Based on these findings, a percutaneous mitral valve clip was implanted, allowing successful impella weaning without hemodynamic deterioration.

Manufacturer narrative:
The investigation into the reported issue has been completed. No product was returned for investigation. Mitral valve incompetence: the cause of the injury was not determined due to insufficient clinical details. The necessary materials were not returned for analysis so the serial number could not be identified to complete a device history record inspection.